Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). This complaint was not confirmed due to the lack of a sample. Based on the information gathered during baxter?s investigation, the cause of the system error (se) 2240 was not determined. The lot information was unknown; therefore, a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center to report a system error (se) 2240 which occurred on home choice (hc) during use during initial drain. The baxter technical service representative (tsr) explained the alarm to the care giver (cg) and explained that cg will need to start over with new supplies. The tsr had the cg cycle power to get se 2367 again to clear alarms. The cg will setup with new supplies. The hc was operational. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.